Event description:
The patient underwent aortic arch replacement on (B)(6) 2011. It was reported a prolonged drainage period of about 21 days after surgery to evacuate fluid collection. The graft remained implanted and there was no reported patient injury.

Manufacturer narrative:
No product evaluation was performed since the graft remained implanted. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of ten products coated on the same day as the complaint device indicated values well within product specifications. One product coated on the same period, under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn. However, the testing performed on similar product would tend to indicate that the device was not defective. In addition, seroma formation is not an unexpected event in vascular surgery, as mentioned in the instructions for use.